Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing, high thresholds, and caused diaphragmatic stimulation. The ra lead was reported to be dislodged and it was repositioned and is still in use. No further patient complications have been reported as a result of this event.